Manufacturer narrative:
Correction to field b3 as per additional information that was received.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted less than three months post implant date after it fell out. A new icm was implanted almost three months later. No adverse patient effects were reported. This icm device has not been returned for analysis. Additional information from health care professional (hcp) provided that a few months after implant, this patient experienced a wound infection with purulent drainage. The physician prescribed antibiotics to treat the infection. Afterwards, the patient contacted the clinic to inform them that their surgical pocket had opened and the icm device had come out the pocket. Hence, the patient underwent a surgical procedure to have their icm device replaced. No additional adverse patient effects were reported. This icm device was discarded; therefore, it will not be returned for analysis.

Manufacturer narrative:
Correction to fields b5: event description, h6: impact codes, evaluation result codes and conclusion codes.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted less than three months post implant date after it fell out. A new icm was implanted almost three months later. No adverse patient effects were reported. This icm device has not been returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted less than three months post implant date after it fell out. A new icm was implanted almost three months later. No adverse patient effects were reported.